Manufacturer narrative:
(B)(4). Product performance engineering reviewed the incident information; however, it was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. If the balloon experiences mechanical damage at some point during the procedure, this can cause the material to weaken and rupture during an attempt to inflate the catheter. No patient anatomical information was provided, which may have aided the investigation. In this case, return of the voyager may have ultimately aided in determining a cause for the reported complaint. To ensure this type of damage is not a result of a potential product deficiency, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. There were no manufacturing or quality issue was detected. Based on the limited information received with this complaint and without the product to examine, a definitive cause for the reported rupture cannot be determined.

Event description:
It was reported that the procedure involved the circumflex artery and a cutting balloon was to be used at the lesion site; however, it would not cross. A voyager balloon catheter was placed at the lesion site and inflated; however, it would not hold pressure at nominal and it was removed from the patient. A non-abbott balloon catheter was used successfully. A mini vision was removed from the package for use and a stent strut was observed to be flared, so the device was not used on the patient. A non-abbott stent was deployed at the lesion site and the procedure was completed successfully. There was no patient injury. Though requested, no additional information was provided.